Manufacturer narrative:
The complaint of a leak was confirmed and was determined to be use related. The product returned for evaluation was a single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 8cm depth marking. Additionally, several circumferentially aligned kinks were observed throughout the catheter shaft. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that district nurse rang as could get venous return however when flushing PICC line noticed fluid dripping around exit site. Asked nurse to come into unit for assessment of PICC line fracture. Nurse came to unit PICC assessed, when flushing fluid leaked out from dressing. PICC line removed and fracture in line observed in secure cath. PICC inserted in left arm. Exit site marking length 21cm. Used for chemotherapy drugs. There has been no impact on the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that district nurse rang as could get venous return however when flushing PICC line noticed fluid dripping around exit site. Asked nurse to come into unit for assessment of PICC line fracture. Nurse came to unit PICC assessed, when flushing fluid leaked out from dressing. PICC line removed and fracture in line observed in secure cath. PICC inserted in left arm. Exit site marking length 21cm. Used for chemotherapy drugs. There has been no impact on the patient.